Event description:
In two separate incidences the ca040 clip applier cartridge dropped clips and had poor closure. The poor closure required the use of more clips to complete the procedure. No pt injury or complications was reported.